Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that an arterial catheter was inserted. Since the insertion, the catheter showed issues with the pressure reading but had no problem withdrawing. After 1 week, during a check-up, no pressure reading could be obtained. The female patient had to have another device inserted. As per the staff, this is a recurrent issue. The associated emdr report numbers are 3006425876-2025-00213 and 3006425876-2025-00214.

Event description:
It was reported that an arterial catheter was inserted. Since the insertion, the catheter showed issues with the pressure reading but had no problem withdrawing. After 1 week, during a check-up, no pressure reading could be obtained. The female patient had to have another device inserted. As per the staff, this is a recurrent issue. The associated emdr report numbers are 3006425876-2025-00213 and 3006425876-2025-00214.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.